Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported an article titled "clinical observations of evo-icl implantation with single incision without viscoelastic agent". The article states that following an implantable collamer lens (icl) implantation procedure, patient's experienced elevated iop. Medication was administered for treatment. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.